Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the one touch ultralink meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 at 6:00 am the patient obtained the blood glucose readings of 222 mg/dl, 277 mg/dl and 196 mg/dl on the reported meter, which she claimed were inaccurately high compared to her expected values. At that time, the patient was experiencing the symptoms of shaking and sweating. The patient administered self-treatment by consuming glucose tablets; she did not seek any medical attention. The patient manages her diabetes with insulin pump therapy. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms of severe hypoglycemia early in the morning, and while symptomatic obtained meter readings that were elevated, and received treatment with glucose to alleviate her symptoms. Therefore this complaint is being reported.